Event description:
This patient was undergoing percutaneous transluminal angioplasty within severe calcification, mild tortuosity and 100% stenosis of the superficial femoral artery via contra-lateral approach. The lesion was pre dilated using a savvy 5 x100 cm balloon. Resistance was felt while advancing the smart control stent into the vessel. This unit was withdrawn from the patient's vessel. Reportedly, the unit was prepped per the IFU. There was no report of adverse consequence to the patient. During the procedure resistance was felt while advancing a non cordis guidewire into the hyper transit microcatheter. Therefore, it was withdrawn out of the patient's body, and the kink on the shaft was noticed. Further review of the analysis performed on the returned product determined that there was a reportable product malfunction that was not evident from the information provided by the customer. The stent was partially deployed.

Manufacturer narrative:
This patient underwent a percutaneous transluminal angioplasty to a superficial femoral artery with severe calcification, mild tortuosity and a 100% stenosis. The lesion was pre dilated using a savvy 5 x 100 cm balloon. Resistance was felt while advancing the smart control stent into the vessel. The product was withdrawn from the patient's vessel. The unit was prepped per the IFU. There was no reported patient injury. With the information available it is not possible to determine the relationship between the device and the event. However, in this case, lesion/vessel characteristics may have contributed to the reported event. One non-sterile smart control was received coiled inside a plastic bag. The stent was partially deployed .4cm, the locking pin was not returned. No more anomalies were found. The od from the distal tip and outer member were measured and were found within specifications. No further analysis was performed. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. The customer complaint could not be confirmed. For the partially deployed stent failure found on the product, the exact cause of this failure could not be determined. Controls are in place to prevent this type of failure from leaving the facility. No corrective action was taken since the cause of this failure does not appear to be manufacturing related.